Event description:
A pt reported they were getting inaccurate readings and the display was incomplete. Their meter allegedly was inaccurately low and displayed missing segments. The result on their meter was 40mg/dl. Customer is comparing reading to feeling. There was no treatment. No serious injury or harm occurred. No further info has been reported.